Event description:
Ventilator alarm sounded, which indicated tidal volume loss. Humidifier checked water level saatisfactory, water temp/circuit temp <37 degree celcius. Found pin hole size leak in circuit which appears to have been caused by heated wire. Fan on in room-but not on circuit.